Event description:
It was reported that 1 bd luer-lok¿ disposable syringe had foreign matter in the fluid path. The following information was provided by the initial reporter : from the complaint email received with an image attached it was reported that the syringes were received with plastic pieces in them on the plunger stopper.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Manufacturer narrative:
H6: investigation summary it was reported that syringes found with plastics pieces in them. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with no packaging blister. The syringe has at the bottom part and adhered to the rubber stopper a white foreign matter. No other defects or imperfections were observed. As the lot number is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but with no physical sample analysis the type of foreign matter and probable root cause could not be offered.

Event description:
It was reported that 1 bd luer-lok¿ disposable syringe had foreign matter in the fluid path. The following information was provided by the initial reporter : from the complaint email received with an image attached it was reported that the syringes were received with plastic pieces in them on the plunger stopper.